Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: four (4) echocardiographic videos of the reported device were provided. Two videos were captured pre deployment (titled "xtpre" and "xtpre2") and two videos were taken immediately after deployment (titled "xtpost" and "xtpost2"). Videos "xtpre" and "xtpost2" capture an intercommissural view with color doppler. The intercommissural view captures the medial - lateral cross-section of the valve (commissure to commissure, long-axis) that spans the line of coaptation. An intercommissural view will show how many clips have been implanted on the valve (side view of the clip, parallel to clip arm plane) but the clip arm angle is not able to be assessed in this view. Videos "xtpre2" and "xtpost" capture an lvot view with color doppler. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. The blurry / pixelated quality of the videos combined with the color doppler makes it difficult to clearly discern the clip arms for assessment. In the pre-deployment video "xtpre2" the delivery catheter (dc) can be clearly visualized attached to the clip, with the radiopaque tip ring of the dc located centrally in between the tips of the clip arms. In this video, the clip arm angle appears to be ~20° - 30° with smalls gaps appearing in between the clip arm tips and dc. Presumably, the video was taken after the lock line was removed and the second efaa check was performed in which it was reported that "during efaa the clip settled from being closed to a clip arm angle of 10-15 degrees". The post deployment video "xtpost" shows the l-lock shaft of the dc shaft positioned in the atrium above the clip indicating the video was taken shortly after deployment (mechanical separation), prior to cds removal. The clip arm angle appears to be ~60° with a notable regurgitation jet forming from the center of the clip. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is evident that the post deployment clip arm angle is opened beyond the fully closed position (~10° - 20°) per the instructions for use. The clip appears stable on both leaflets in both post deployment videos. There are no other observations based on the videos provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. After lock line removal, establish final arm angle (efaa) was performed. During efaa the clip settled from being closed to a clip arm angle of 10-15 degrees. The clip opened when the arm positioner was half-turned closed. The mr increased from grade <1 to 1-2, after opening. The clip was deployed, and the physician was unhappy with the increase in mr. The mr was reduced to grade 1-2 from pre-procedure grade 4. The clip remained stable and no additional clips were implanted. There were no adverse patient effects or clinically significant delay.